Manufacturer narrative:
H11 h3, h6 the reported device was received for evaluation. Visual inspection observed the top cover is cracked. A functional evaluation found that the device shows the werewolf screen and an alarm sound. The failure is associated with a well-known failure mode that has been thoroughly investigated in prior complaints. No new information, trends, or patient impact were identified that would warrant further review. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with an electrical component failure. Factors that could have contributed to the complaint event include failure of an internal component such as the motherboard or a software issue. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a knee arthroscopic procedure, the werewolf controller's screen did not display anything, even though the machine powered on. Additionally, there was an error sound. The procedure was resumed, with a 2 hour delay, using a similar s+n back-up. No further complications were reported.